Event description:
The pt experienced increase in severity of ocd symptoms due to stopping the device prior to a surgery. The symptoms included: more anxiety; more severe compulsions and obsessions. There was no increase in depression. This resulted in hospitalization. Medication adjustment was required: venlaflaxine was decreased and stop; increased zyprexa; started etumine. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).